Event description:
This lead was implanted on (B)(6) 2009 and still remains implanted at this time. It was noted on (B)(6) 2016 that the lead exhibited noise which was reconstructable when the patient moved his arm. The physicians were dr. (B)(6) , dr. (B)(6) and dr. (B)(6) at (B)(6) hospital in (B)(6) , germany. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).